Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider and company representative (rep) reporting that the issue resolved.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via the company representative (rep) regarding the patient receiving intrathecal dilaudid (hydromorphone) 15 mg/ml at 9.8 mg/day, bupivacaine 7.5 mg/day at 4.9 mg/day, and clonidine 20 mcg/ml at 13.17 mcg/day via an implantable pump for chronic pain. The company representative (rep) stated the patient has had two motor stalls: one on (B)(6) 2025 at 11:34am recovering at 11:43am and the second on (B)(6) 2025 at 12:11pm and recovering at 12:48am. Environmental/external/patient factors that may have led or contributed to the issue was computer on abdomen when in recliner. Diagnostics/troubleshooting performed included that they informed patient back in the fall not to place electronic devices directly over his pump. Actions/interventions taken to resolve the issue was to replace the pump. It was unknown if the issue resolved at the time of this report. The patient's weight was unknown.